Event description:
Procedure: mandibulectomy. According to the reporter: the device was used on a vessel in the leg. The device was fired and did not clip the vessel but proceeded to clamp down on the vessel, cutting it. This happened a second time. The surgeon switched to a different device and clipped the vessel successfully. The device will be returned for evaluation. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
Reference number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one sealed device and two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Functionally, the instruments were fired once in air and proper clip formations were confirmed. The remaining clips were then fired on test media with proper formations. The jaws and handles moved smoothly through their firing cycles and returned to the open positions and each remaining clip loaded properly in the jaws. When the cartridges were empty, the interlocks engaged and prevented the jaws from approximating. Visual and functional testing of the returned samples confirmed the products met quality release specifications. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Manufacturer narrative:
(B)(4).